Event description:
Patient was very unstable, spo2s in 70's and rt was hand bagging, when alaris pump moved a bit - error came on saying "channel error" and the pump turned off. Epinephrine was infusing thru this brain and channel and was stopped due to this error. Patient immediately became more hypotensive to 30-50's systolic and code blue was called. Infusion was set up on another pump and continued. Pump was brought to engineering for evaluation. Log file was downloaded and reviewed. From the log file, it appears there was a bad connection between the pump channel and the controller (brain). Log shows pump channel disconnected and reconnected repeatedly over a few seconds along with various communication errors. Finally it triggered a fault "code=211.2000.0; failure=comm_failure; severity=runtime_fatal_severity; subsystem=lkb_comm_ss" which shut down the pump as a safety feature. Pump was bench tested but the problem was not duplicated. We have frequent channel errors resulting from poor contact at the iui connector. Many times this causes the pump channel to stop pumping and turn off. The connector design is prone to fluid ingress from IV solutions and during cleaning.